Manufacturer narrative:
The customer reported: "melted and burnt charger." One charger was returned to ohc for failure analysis arriving in used condition. Performed visual inspection of the returned base charger observing burn and deformation damage on the underside of the charger. Performed continuity test of the returned base charger confirming a short circuit. The returned base charger is nonfunctional/zero output. No other findings from the returned base charger. Performed visual external inspection of the handle observing no issues or abnormalities. Performed functionality test confirming the device was returned in a charged state, charges normally when placed on a known good lab reference test charger, powers on and functions normally with no issues. Performed visual internal inspection of the handle observing no issues or abnormalities. No faults found from the returned handle.

Event description:
One charger was returned to ohc for failure analysis arriving in used condition. Performed visual inspection of the returned base charger observing burn and deformation damage on the underside of the charger.

Event description:
The customer reported to philips that the charging stand melted/shorted out. The stand itself shows melted plastic on the bottom side of the charger. Smoke marks on cabinet wall and bottom area where the charger was sitting. There was no report of injury.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.